Manufacturer narrative:
The recipient reportedly underwent a skin biopsy under the headpiece. The biopsy was negative. The recipient was advised to cease device use until the site has healed. The recipient was prescribed a topical treatment (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness and discomfort. External equipment has been exchanged and the issue resolved. The recipient was reportedly advised to cease device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A CT scan showed good device placement. The irritation at biopsy site is not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.